Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v918350, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The consumer reported lying on their bed when all of a sudden the implantable neurostimulator (ins) site started stinging and burning. The ins was turned off, but the patient still experienced the sensations for 4-5 hours after turning stimulation off. The patient even felt the sensations with it off at night when turning over at times. This issue had been on and off for 6 months. In (B)(6) 2015, the patient fell when she got dizzy. The patient had to increase stimulation at one point to feel it. For about a week, the patient had swelling at the ins site. Appointments were made with the healthcare provider (hcp) and manufacture representative to have a CT scan. Additional information received on (B)(6) 2015 reported that the ins still stung and burned about 3-4 times a day for a short time. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included fecal incontinence and gastrointestinal/pelvic floor.